Event description:
Revision surgery was reported due to three broken cortical screws in the plate.

Manufacturer narrative:
From the analysis conducted during this investigation, it was concluded that the screws fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the screws could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is caused by the components bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to (1) excessive patient activity levels prior to full bone union, (2) applications of loads in excess of the material¿s strength, and/or (3) poor bone quality. Correction - the manufacturing site has been corrected to (B)(4). The manufacturer report number prefix for (B)(4)